Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic console laser connector was broken and fired intermittently. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating there was no patient involvement, the unit was physically damaged while they were moving it after a case.

Manufacturer narrative:
The company representative confirmed and replicated the reported event(s). The laser printed circuit board (pcb) was replaced to address the ¿laser firing¿ issue. The footswitch was replaced to address the ¿broken footswitch component¿ issue. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of laser firing is attributed to nonconforming laser pcb. The root cause of the reported event of broken component is attributed to broken footswitch connector. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).